Event description:
It was reported that a pt underwent a inguinal hernia repair procedure on (B)(6) 2010. The needle broke in the middle when the surgeon grasped it before the start of suturing. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.